Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, during the device preparation, the pacemaker could not be interrogated. The physician elected to use another pacemaker and completed the procedure successfully. The patient was in stable condition.

Manufacturer narrative:
Device returned from the field was confirmed to be in backup mode. Environmental test performed after reloading product code. Analysis performed, including electrical, mechanical and environmental tests which was unable to reproduce the reset. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.